Event description:
Boston scientific received information that this pacemaker was explanted secondary to a patient infection. Both leads were surgically abandoned at that time. The next day, it was noted that the portion of the ventricular lead that was left in the body had fallen into the ventricle. At the procedure the previous day, when the lead was surgically abandoned, it had not been sutured down. To remove the lead from the ventricle, an open heart surgery was performed to explant the ventricular lead. The surgically abandoned atrial lead was then removed at that procedure also.